Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with infection (keratitis ulcer) with surrounding edema in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva) although bcva provided does not reflect that. The patient complained of blurred vision, burning and tearing that started on (B)(6) 2016 morning. Patient reported symptoms are not interfering with daily activities. Account reported that bcva should return to 20/20 after infection is resolved in left eye. Patient referred to corneal specialist for treatment and management of infection of left eye bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.